Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out-of-range (oor) shocking lead impedance measurement greater than 200 ohms on daily measurement. The patient has a single coil competitor lead and the crt-d had been programmed to be triad configuration. The shocking lead impedance became 80 ohms when programmed appropriately. Based on additional information obtained, there was an erroneous information that was reported. The lead measurements were within normal limits and no further follow-up is necessary. The crt-d remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right ventricular (rv) configuration was inappropriately programmed and when properly programmed the shocking lead impedance were within normal limits.